Event description:
Inbound. Patient and caregiver report no disposable alarm on both pumps while using same 100 ml cassette with flow stop. Despite troubleshooting alarm persists, so cassette was changed out. Pump is on and running without alarm. No further details provided.